Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on the balloon occurred. The target lesion was located in the tortuous and heavily calcified circumflex artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent slightly shifted off the balloon. The stent was deployed proximal to the lesion and was fully expanded. An additional synergy stent was deployed in the circumflex and the procedure was completed. There were no patient complications reported.